Manufacturer narrative:
Lot number: exact lot number unknown, could be one of 2 lots h0y13 or h8920. The device referenced in this report has not been returned to olympus for evaluation. The investigation is ongoing. The definitive cause of the user¿s experience cannot be determined at this time. This report will be updated upon completion of the investigation or upon receipt of additional relevant information.

Event description:
The customer reports during a therapeutic endoscopic retrograde cholangiopancreatography (ercp) using an evis lucera elite video duodenoscope with a single use distal cover, the distal cover had fallen off inside the patient. The distal cover was not retrieved and therefore cannot be returned for evaluation. Case with patient identifier (B)(6) reports the distal cover used in the procedure. Case with patient identifier (B)(6) reports the scope used in the procedure. Additional details regarding the reported event have been requested. At this time, no additional information has been provided.

Manufacturer narrative:
This report is being supplemented to provide corrected information based on a formal investigation. Also corrected h6 medical device problem code. Reconfirmation of complaint failure: a reproduction confirmation was performed according to the pre-use inspection procedure in section 7.3 of the instruction manual using the sample held at the hinode plant, but it was confirmed that the indicated event was not reproduced. (Lot of the maj-2315 used for reproduction confirmation: h1412). Investigation results of product specifications: quality evaluations of production prototypes have verified that the distal cover will not come off from the endoscope unless the distal cover is damaged, as long as it is properly attached without any damage. Sampling inspection results at the parts manufacturer: the parts supplier conducts sampling inspections of 3 parts for each production lot, and confirms that the parts conform to the specifications. Based on the reproduction confirmation results, investigation results of product specifications, and the inspection results at the parts manufacturer, it is believed that the product conformed to the specifications. However, the actual product has not been returned, so the cause could not be determined. As part of the formal investigation, the possible causes of the distal cover falling off based on the above investigation results: chemicals such as anti-fog agents adhered to the cover and were damaged by chemical attack, making it easy for the cover to come off the scope. The cover was easily removed from the scope due to insufficient attachment to the scope. When the cover was attached to the scope, the cover was damaged by pushing it diagonally, making it easy for the cover to come off the scope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information based on the legal manufacturer¿s final investigation. To date, no device was returned to olympus for evaluation. The legal manufacturer tried to replicate the reported failure using a similar device with a lot number h1412 and confirmed that the distal end cover will never come off when it has no damage, and it was properly attached to the endoscope. A review of the device history record (DHR) for lot number h0901 was performed, and no manufacturing problem was noted. The legal manufacturer also confirmed the DHR of other suspicious lot numbers (h8920, h0y13) but there were no manufacturing problems found. A review of the complaint database revealed that this is the first occurrence with the reporting facility. Since the subject device was not returned to olympus, the legal manufacturer cannot confirm whether the tip cover was damaged. The following are the most probable cause of the distal cover falling off: ¿ chemicals such as anti-fog agents adhered to the cover and were damaged by the chemical making it easy for the cover to come off. ¿ the cover is easily removed from the endoscope it is not securely attached to the endoscope. ¿ if the cover is damaged and pushing it diagonally making it easy for the cover to come off from the endoscope. Olympus contacted the user facility to obtain more detailed information regarding the reported event but to no avail. As described in the instruction for use ¿please make sure that the distal end cover is intact without any problem before installation, and it has no damage (crack) after installation.¿ no additional non-conforming products has been identified in-house or in the field.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is 3003637092.